Event description:
Life-threatening emergency surgery that resulted in an explant, on (B)(6) 2014, of a st. Jude medical accent pm2210 pacemaker generator and the explant of both tendril leads; rv: 2088tc\58 and av: 2088tc\52, original implant surgery occurred on (B)(6) 2014. Upon arrival at emergency room on (B)(6) 2014, pacemaker is not capturing it's pacing but not capturing.